Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 40 mg/dl. Customer consumed glucose tablets to address bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. It was also reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl; cause was not known. Customer attempted to self treat by consuming carbohydrates and used a nasal spray; however, was monitored at the ER to ensure bg level was resolved. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.